Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device related to this complaint is "mentor mod plus smooth profile", non-abbvie device.

Event description:
Previous medwatch submission noted rupture. Upon further information, abbvie has determined that the device associated with this complaint is "mentor mod plus smooth profile", a non-abbvie device.